Manufacturer narrative:
(B)(4). The device was not returned for baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a PICC (peripherally inserted central catheter) clotted while in use with a spectrum pump. This event occurred in the nicu (neonatal intensive care unit) and is an ongoing issue at this hospital. The clotting occurred while infusion d10 normal saline with heparin (1 unit/ml) at a rate of 1 ml/hr. It is unclear as to whether or not the pump alarmed for downstream occlusion when the PICC clotted. The pumps were originally waist high, with the IV line running over the top of the cribs, but they have raised their pumps in an attempt to prevent clotting. The set was in the pump for at least 12 hours prior to clotting and there is a "a lot" of tubing looping downstream of the device. The PICC had to be re-inserted into the pt, but the customer stated there was no injury or medical intervention needed.